Event description:
It was reported that the patient presented in the hospital with implantable cardioverter defibrillator (ICD) pocket erosion. The ICD was explanted and replaced due to erosion. The patient's condition was stable.

Manufacturer narrative:
The product was returned. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection and interrogation testing were normal. No anomalies were noted.